Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. D4: batch # 564c76. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted and the manual override was totally functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 564c76, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: how was the device removed? The device was removed by placing a separate 3000 device on the tissue and firing it, functionally removing the device. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes, the device was removed by firing with a new stapler around the tissue of the locked device. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Manual override attempted but was told by physician it did not work. Did the jaws eventually open? No. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during appendectomy, surgeon went to fire on first try and it stopped working. Surgeon was not able to release with the bail out mechanism with the blade did not return. Manual override also did not work. Used new device to finish procedure. The white reload was used for this procedure. No patient harm.